Event description:
It was reported that following a car accident on (B)(6) 2010, the pt experienced intermittent stimulation. Following the accident, the pt had low back pain that was unrelated to the stimulation. As the pain from the accident improved, the pt noticed the intermittent stimulation. The pt was to have a physician appointment on (b)(5) 2010. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).